Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 1 reported device was received for evaluation; event was not confirmed during testing. No failures were observed during the evaluation and the device operated within specification. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device had unintended activation. There was no patient involvement; no patient impact.